Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Concomitant medical products: part 51-107090, lot 3450218- tprlc 133 mp type1 pps ho 9.0, part 110003621, lot 3396317- biolox delta cer lnr 32mm d, part 650-1161, lot 3099360- delta cer fem hd 32/+3mm t1. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-01432. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
(Clinical study 517) reported pain post-op surgery.